Manufacturer narrative:
(B)(4). Results: eval for the returned product shows when tested the low battery indicator feature does not work. The alarm powers on and there's no continuous alarm sound when pressure is on the sensor pad. Further investigation found a broken black wire on the low battery led. (B)(4).

Event description:
Customer reported that the alarm has power, but a continuous alarm tone when pressure is on the sensor pad. There was no pt contact. Eval for the returned product shows the low battery indicator feature does not work.